Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Device is able to charge but the battery depletes quickly, it was reported to shut down around 31% battery life.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was return to the service facility for evaluation. During evaluation the reported issue of battery depletes quickly was confirmed. The device was serviced and fully charged, the scanner shuts down prematurely after the ac power is removed, the cause of the issue is an internal li-ion battery failure. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Device is able to charge but the battery depletes quickly, it was reported to shut down around 31% battery life.